Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1) and the bard/davol ventrio (device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years and 2 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, adhesions and migration. The instructions-for-use supplied with the device lists adhesions, hernia recurrence and migration as possible complications. This supplemental emdr represents the bard/davol ventrio mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1) and the bard/davol ventrio (device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿an incarcerated hernia was identified and was excised. A ventralex st (device #1) was placed into the preperitoneum and was secured with prolene sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent hernia thereby underwent open repair with the implant of ventrio mesh (device #2). (B)(6) 2016 - patient was diagnosed with recurrent epigastric hernia thereby underwent laparoscopic repair with removal of old meshes (device #1) and implant of ventralight st using echo ps (device #3). Per operative notes, ¿the iysis of adhesions were taken down. Patient had a partially retracted mesh with recurrence of hernia from mesh retraction. The hernia was noted and defined those adhesions in the anterior abdominal wall between loops of bowel as well as to the flanks and all these adhesions were taken down. A ventralight st using echo ps (device #3) was placed into the rectus using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence, retracted mesh, loops of bowel involved in adhesions lysis of adhesions.